Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / 204) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q12 and q13 insulated-gate bipolar transistors (igbts) and the u409 processor had shorted the cause of the code 105 and 204 is the shorted igbts and processor. The root cause for the shorted igbts and processor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 105 and 204.